Event description:
It was reported that the right atrial (ra) lead dislodged, had no capture, had a low sensing value and had chronic high thresholds. It was also reported that the right ventricular (rv) lead had a polarization change resulting in patient symptoms, decreasing, low impedance, a lead warning, a low sensing value, and an insulation issue. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.